Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Product requested, not yet received.

Event description:
During a total hip arthroplasty, the threaded tip of the inserter fractured and become lodged in the screw hole of the shell. The fractured piece was not removed and the procedure was completed without delay or patient injury.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
During a total hip arthroplasty, the threaded tip of the inserter fractured and became lodged in the screw hole of the shell. The procedure was completed without removing the fractured piece.